Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. It was found that the image memory was full. Images were cleared. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9600 would not fully initialize. There was no adverse pt involvement reported. There was no pt info reported.